Event description:
Hill-rom has received a report indicating that the pt believed the use of the vest may have contributed to her ruptured breast implant. No malfunction of the device was alleged nor found through the analysis of the unit.